Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, an alert for backup vvi was observed. Patient was called in clinic and device download was performed successfully. Device was restored to its nominal settings. The patient was asymptomatic throughout and will be followed routinely.